Event description:
It was reported that the acl top 750 las analyzer incorrectly read a patient sample bar code on (B)(6) 2022, and populated the test results to the incorrect patient in the hospital information system (his). The error was noticed before clinicians had seen/acted upon the incorrect results. The labels in question were reprinted on (B)(6) 2022 and were read correctly by the acl top 750 las analyzer. There was no patient impact as result of this event.

Manufacturer narrative:
Based on the customer reported incident, instrumentation laboratory company conducted an investigation that included a review of their acl top 750 las instrument data backup. This investigation was unable to establish a definitive cause of the reported mis-read patient sample bar codes. Further, the customer confirmed that all reagent barcodes, sample rack barcodes and reagent rack barcodes were scanning correctly and that upon re-printing of the mis-read patient barcodes, the patient barcodes were read correctly by the acl top 750 las. There was no patient impact as a result of the alleged mis-read patient sample bar codes. Accordingly, a risk assessment determined that no remedial action is indicated.